Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a single pump stop event at 07dec2025 at 6:31 pm. This pump stop only lasted for 4 seconds. Log captured a lot of low flow estimates as well as low flow alarms. These occurred at times when pulsatility index (pi) was elevated. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log files. The mcs equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a brief pump stop which appeared consistent with electrostatic discharge (esd). Additionally, review of the log files confirmed intermittent low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event log file collectively contained events from 05dec2025 through 14dec2025. A brief pump stop consistent with a pump reset due to esd was captured on 07dec2025. Following these events, the pump resumed operation at the fixed speed without issue. Intermittent low flow hazard alarms were also captured throughout the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the heartmate 3 instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity may damage and/or interfere with the system and cause the left ventricular assist device to stop. These documents also warn that patients should be connected to battery power when performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook also include further information on electrostatic discharge. Section 4 of the IFU, ¿heartmate touch¿ communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.